Event description:
Customer reported to beckman coulter, inc. That the unicel dxc 800 synchron system generated erroneous glucose results for ten patient samples. Customer reported one of the erroneous results was reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the modular glucose syringe was not fully seated in the pump. The fse adjusted the cup temperature from 35 degrees c to 37 degrees c. The fse also replaced the modular chemistries sample probe and cleaned the cup. Due to the intermittent imprecision issue experienced by the customer, the fse replaced the entire glucose module and related tubing as a preventive measure.